Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12 under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. During the visual inspection, the following was observed, an unknown substance was found on the shaft from sample. Neckstrap from sample 5 was discolored and two splits were observed on the cuff from sample 5. Samples were filled with 5 cubic centimeters (cc) of air in order to see if there was any functional problem. When inflating the sample 1,2,3,4 and 6 with air, it was seen that cuff was not uniformly. According to the information for use (IFU) the cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times. Each time the cuff inflated completely. When inflating the sample 5 with air, the cuff immediately deflated. The samples were tested on leak test. The test was performed under water as per procedure. The units were inflated, and it was visually inspected for 10 seconds. It wasn?t observed any leakage and it was seen well inflated. Then the units were submerged under water, it wasn?t observed any leakage. It was followed to massage the product, the balloon was squeezed and the airway line was moved back and forth, no leaks were found on samples 1,2,3,4 or 6. When the sample 5 was tested, a leak was found on the cuff. Finally, samples 1,2,3,4 or 6 were filled were filled with 5cc of water in order to detect any leak. No leaks were detected during the test. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described in ?description of non-conformance? Section. All procedures are being carried appropriate. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that damage occurred after the device left the manufacturing site. As a preventive action, production personnel was notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that during pre-test, the cuffs failed to inflate. No patient injury was reported.